Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed. (B)(6) inspections performed on batch - all accepted, no issues reported. No notifications were written for this batch, nor for the associated assembly batch. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that a syringe 60ml st had black foreign matter in the tip.